Event description:
False negative result(s). I bought this at cvs and a different test off amazon and this gave a false negative for flu a

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation.any additional information received by acon may be provided to FDA in a follow up MDR.